Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting. The customer's blood glucose value was unknown. Troubleshooting was performed. The customer stated that the insulin pump had scratches, rejected battery alarm, no delivery alerts, labored or grinding noise but a little labored light and contrast. The insulin pump will not be returned for analysis.